Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient was placed under sedation on (B)(6), 2014 to facilitate with an integrity test in the operating room. The implanted device remains.